Event description:
The user contacted lifescan alleging there was a line through the display of the one touch ultra ping meter. The medical surveillance specialist reviewed the customer care advocate (cca) documentation. This complaint is being reported because the issue was not resolved through troubleshooting. The pt denied developing symptoms or receiving any treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.